Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported the customer the customer received a no delivery alarm during a manual prime. Customer's blood glucose was 219 mg/dl. It was found insulin did not exit the tubing with a 5 unit manual prime. Troubleshooting also found the insulin pump did not alarm no delivery during a manual prime. Customer was advised to return their infusion set and reservoir for anlaysis. No additional information provided.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.